Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress; the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and ithe helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had high threshold causing rapid battery drain of the device. The rv lead and device were removed and replaced with new lead and new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 competitor implantable pacing lead 2010 (B)(6). (B)(4).